Manufacturer narrative:
The device was returned to a third party for repair. The third party repair found the customer¿s allegation was confirmed and there was a problem with the image. Also, the third party repair found the device was leaking and there was a problem with the scope appearance. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported image of the camera head was completely black. The issue occurred when preparing the device for use in a therapeutic transurethral resection of the prostate (turp) procedure. There was no delay and the procedure was completed using a similar device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was displayed due to a communication failure caused by a failure of the cable. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.